Event description:
It was reported that during a sinus endoscopy, the blade broke. There was no patient harm. The doctor used another blade to complete the case.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed.

Manufacturer narrative:
Result: stress problem. The complaint device was returned for evaluation. A considerable amount of bio-residue was present on the outer shaft which indicated customer use of the device. The inner shaft was found broken approximately 1.5cm from the inner hub. The hub did not show any anomalies that would indicate misloading of the device. Furthermore, a small piece of foreign material which appeared to be a bone fragment was found dislodged inside the inner shaft and was removed. This is indicative of extreme/excessive use of the device by the customer. The remainder of the inner shaft was pushed out of the outer tube for further evaluation. Upon observation, minor circular markings were observed on the inner shaft which is indicative of long/extended run time and application of sideload force by the customer. The tip of the blade appeared to be undamaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.